Event description:
During an endoscopic vein harvest, an incision was made medial thigh just cephalid to the knee. The vein was well visualized. The opical vessel dissector was placed into the incision and used to dissect the area around the vein. The dissector was pulled back to change instruments. The tip was retrieved from the pt endoscopically. Another endoscopic vein harvesting kit was opened and used to complete the vein harvest with no adverse pt consequences.